Manufacturer narrative:
In initial report, the description of the field service was incorrect. Below is the correct description. A field service specialist (fss) visited the account. Although, when reviewing the error logs, the fss did not find the 2012 logged in but was able but testing of the unit to confirm there was communication issues. The fss reseated the network adapter printed circuit board (pcb) and the communication harness cable to resolve the communication errors. In addition, to resolve the tubing pack difficulty, the fss replaced the o-rings. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
An amo territory manager reported during the setup of a phacoemulsification cataract extraction procedure, the phacoemulsification machine went into a safe mode state displaying a 2012- time out error resulting in the unit to power off. In addition, the amo territory manager indicated the hospital had difficulty with loading tubing packs into the machine and the rubber o-rings from the fluidics module where the tubing packs are loaded were cracked in half. Although, the procedure had not commenced, the patient had been administered anesthetic and a backup unit was used to complete the case. There was no significant delay time reported and procedure was completely successfully. No patient injury reported.

Manufacturer narrative:
Not provided, as to no patient injury was reported. The categories for outcomes attributed to adverse events is not applicable as to product problem selected. A field service specialist (fss) visited the account. The fss reviewed the error logs from the unit and was able to confirm the 2012-time out communication errors. The fss reseated the network adapter printed circuit board (pcb) and the communication harness cable to resolve the communication errors. In addition, to resolve the tubing pack difficulty, the fss replaced the o-rings. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.